Event description:
It was reported that this pacemaker was an attempted implant due to exhibiting high out of range pacing impedance measurements above 3000 ohms during implant testing. The pacemaker was replaced and successful measurements were obtained. No adverse patient effects were reported.